Event description:
Pt vehemently denied touching or altering pump. Hung morphine drip, volume 285cc @ 3:45. Drip was on a pump set at 11cc/hr. Volume set when new bag hung. Entered @ 0700 and noticed bag almost empty. No witnesses.